Event description:
It was reported after analysis of bd vacutainer® k2e 7.2mg plus blood collection tubes on customer's hematology instrument (sysmex), 1 tube contained a hard plastic piece inside the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of these photos indicated the presence of foreign material in the tube. A total of 100 retained samples were visually observed, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after analysis of bd vacutainer® k2e 7.2mg plus blood collection tubes on customer's hematology instrument (sysmex), 1 tube contained a hard plastic piece inside the tube. There was no health impact or consequences reported.